Manufacturer narrative:
(B)(4).

Event description:
It was reported "rn called the hotline to report an intra-aortic balloon pump (iabp) pump failure. They were doing an emergent insertion and the pump had multiple system error alarms (she is unsure which system error alarm). They attempted to power off and power back on the pump with no change." The pump was switched out to another pump prior to call. The pump was switched out with minimum delay and the patient is supported on the second pump without difficulty or issues. There was no report of patient death, serious injury or complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "system error alarm" is not confirmed. Although, the root cause of the complaint is undetermined the returned cpu board passed functional test specifications during the complaint investigation. No further action required at this time.

Event description:
It was reported "rn called the hotline to report an intra-aortic balloon pump (iabp) pump failure. They were doing an emergent insertion and the pump had multiple system error alarms (she is unsure which system error alarm). They attempted to power off and power back on the pump with no change." Additional information: the pump was switched out to another pump prior to call. The pump was switched out with minimum delay and the patient is supported on the second pump without difficulty or issues. There was no report of patient death, serious injury or complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "system error alarm" is not confirmed. Although, the root cause of the complaint is undetermined the returned cpu board passed functional test specifications during the complaint investigation. No further action required at this time.

Event description:
It was reported "rn called the hotline to report an intra-aortic balloon pump (iabp) pump failure. They were doing an emergent insertion and the pump had multiple system error alarms (she is unsure which system error alarm). They attempted to power off and power back on the pump with no change." Additional information: the pump was switched out to another pump prior to call. The pump was switched out with minimum delay and the patient is supported on the second pump without difficulty or issues. There was no report of patient death, serious injury or complications.